Manufacturer narrative:
The complaint cannot be confirmed without the return of the device for evaluation. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0087. Section e. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. Section g. Precautions. 4. Push lock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Push lock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by a distributor via (B)(4) that (4) ar-8825bc biocomposite pushlock mini suture anchor broke during insertion. The broken fragments were removed, and the case was completed using products from another manufacturer. This was discovered during a tfcc procedure on (B)(6) 2023.